Manufacturer narrative:
Updated data: b5. A second paragraph was added. Corrected data; the following information was available at the time of initial report submission, but was erroneously omitted: h6. Patient code additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic, a pre-implant balloon dilatation was performed with a 22 millimeter (mm) non-medtronic balloon (inouye). During the valve implant at 80% deployment the valve dislodged. The valve was pulled up using a snare and the delivery catheter system (dcs), compression loading system (cls) and valve were replaced and the new valve was implanted uneventfully. Additional information was received to report a non-medtronic guidewire was used, the starting point of deployment was at the "lower end" of the pigtail catheter, and the valve was implanted at a depth of approximately 3mm. The patient's anatomy included severe aortic stenosis and "strong" leaflet calcification which contributed to the dislodgement. The valve dislodged aortic, out of the aortic annulus.

Manufacturer narrative:
Continuation of d10: product ID l-evolutfx-2329 (lot: 0012642934); product type: 0195-heart valves. Section d references the main component of the system. Other medical products in use during the event include: brand name evolut fx valve; product ID evolutfx-26 (serial: (B)(6)); product type: 0195-heart valves; implant date (B)(6) 2025. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic, a pre-implant balloon dilatation was performed with a 22 millimeter (mm) non-medtronic balloon (inouye). During the valve implant at 80% deployment the valve dislodged. The valve was pulled up using a snare and the delivery catheter system (dcs), compression loading system (cls) and valve were replaced and the new valve was implanted uneventfully.